Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the surgeon that over the last year he has noticed a significant shift in the device performance for the ligamax 5mm device. He has experienced difficulty in rotating the shaft of the device. He believes that he is not able to fully tighten the clips. An ¿extra little squeeze is missing¿ and the ¿device stops prematurely.¿ he notes that there is both gap issues and tip mismatch (scissoring issues) and that this results in clips that are can be very easy to fall off the vessel and often fall off spontaneously or he removes them (very easy to remove). He feels like the device only forms the clips to a set gap which is not tight enough especially on thinner tissue/vessels. The majority of devices have some formation / gap issue. He notes that the unformed loaded clip falls out of the jaws of the device very easily. With very minor torquing. He then has to find and remove these clips. He now does not trust the ligamax 5mm device and is reluctant to use it. He will use competitive devices or the ees endoscopic rotating clip applier (which he is happy with). He notes the endoscopic rotating clip applier produces much tighter clips. No issue with rotating the shaft and has a better feel on closure that results in tighter clips. One device was discarded.